Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an rn noted blood backing up into the micron filter tubing which was attached to a PICC line with a white lumen. Upon inspection, the rn was unable to find a crack nor any obvious leakage of fluid. When flushed, the rn was able to locate the crack with leaking at the female hub where saline syringe was attached to flush. There was no report of patient harm.

Event description:
The customer reported that an rn noted blood backing up into the micron filter tubing which was attached to a PICC line with a white lumen. Upon inspection, the rn was unable to find a crack or any obvious leakage of fluid. When flushed, the rn was able to locate the crack with leaking at the female hub where the saline syringe was attached to flush. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that an extension set cracked and leaked was confirmed. Visual inspection of the set showed that the female luer had a vertical hair line crack on the knit line with the gate opposite the crack. The female luer was inspected under magnification and no stress marks were observed. Functional testing confirmed leaking from the crack. The cause of the leak was identified as a cracked female luer. The root cause of this failure was a result of multiple contributing factors including manufacturing and the effect of chemical agents on mechanical connections of the luer.